Event description:
It was reported that the touch screen on the 9900 system would not respond. Also the vertical lift column was squeeky. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos cpu and the software were installed. The vertical lift column was cleaned during the service call. The system was tested and found to be working as intended and put back into service.